Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure+removal") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3, multi gravida, ovarian cyst, rash, vaginal discharge, dysuria, bloating, pelvic discomfort, dyspareunia, vaginal odor and dysmenorrhea. Previously administered products included: paragard. The patient had a family history of diabetes mellitus. Concurrent conditions were listed as ovarian cyst and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 582 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy & diagnostic laparoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: physician performed in office procedure for evaluation of tubal occlusion. Findings: normal uterine cavity identified, bilateral devices observed in fallopian tubes demonstrating appropriate placement and satisfactory tubal occlusion noted. Conclusion: satisfactory post essure study. [Pathology test] on (B)(6) 2015: diagnosis: fallopian tubes, bilateral, salpingectomy and essure coils, removal: paratubal cysts. Foreign body consistent with metallic coils. Specimen: bilateral fallopian tubes with essure coils clinical information: diagnosis clinical information: pelvic pain procedure source: bilateral salpingectomy gross examination: protruding through the proximal end of each fallopian tube are two metallic spring-like coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Surgical pathology report received. Medical history, concomitant condition, reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2010, the patient had essure inserted. On (B)(6)2015, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.